Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0nmzp, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported their previously implanted leads were removed due to infection. No product issue was noted. Please see manufacturer report #6000153-2016-00769 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.